Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
During the coronary stenting procedure, the stent fell off before actual deployment during the cardiac intervention. The stent was easily retrieved with a snare device. There was no harm to the patient.